Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with multiple pump stops, occurring in the ed on battery power. The site is planning to get patient transported since he is in the dual-listed for heart transplant and higher on the (B)(6) list. The pump stoppages reported are causing patient to become symptomatic with no vad flow. Additional information states that patient has a history of clamshell repair proximal to driveline at controller level. There is a clamp on the driveline connecting to controller. Patient exchanged controller at home, when prior controller plugged in, it was unable to retrieve any data. No log files were sent. The current controller shows ¿driveline fault¿ when connected to monitor, but is not alarming and does not alarm or show yellow wrench/red heart when on battery.

Event description:
Additional information states that patient had a heart transplant on (B)(6) 2020. The driveline and controller were taped to the patient to minimize movement until patient was put on bypass.

Manufacturer narrative:
The two controllers involved in the event are reported under MFR # 2916596-2020-03482 and MFR # 2916596-2020-04914. Section b1, g3: correction sections d4, h4: additional information. Manufacturer's investigation conclusion: the reported pump stoppage events were not able to be confirmed through this evaluation as no log files were submitted for review and the device was not returned. The patient remained ongoing on heartmate ii lvas, serial number (B)(6). Until ultimately receiving a heart transplant on 28jun2020. The account indicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21aug2014. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing this event.